Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after refilling a used cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer¿s blood glucose level was 160 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.